Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The lesion was located in an unspecified vessel. The physician advanced the 2.0x9mm maverick2 balloon to the lesion and during inflation the balloon did not inflate. Per the physician there was blood in the tubing. The procedure was completed with another 2.0x9mm maverick2 balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was further reported that the 80% stenotic, de novo lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. The balloon ruptured on the first inflation and was removed intact. Patient's status is stable.